Event description:
It was reported that using an unspecified access approach during a 2 diseased vessel procedure of the totally occluded, 85% stenosed, heavily calcified, de novo distal circumflex (cx) artery, the non-abbott guide wire was positioned across the distal cx and balloon angioplasty completed using a 1.2 x 6 mm, 1.5 x6 mm, 2.0 x 15 mm and 3.0 x 15 mm trek balloon dilatation catheter (bdc). There was no reported issue. A 3.0 x 18 mm multi-link 8 stent delivery system (sds) was advanced but due to the anatomy it could not cross the mid cx. Several attempts to advance were made but the device could not cross and was removed from the anatomy. Outside the anatomy it was noted that the stent was moved and dislodged but remained on the balloon. A different non-abbott stent was used to treat the target lesion. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.